Event description:
It was reported that the device experienced a user interface issue. There was no patient involvement related to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.